Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The technical service representative (tsr) had the registered nurse (rn) close the transfer set and check the lines and bags for anything unusual. The rn stated that everything was fine. The tsr asked if the patient line had been primed properly. The rn stated that the patient line was primed properly and that the fluid was near the top only about an inch from the top which was normal. The tsr had rn cycle power to the homechoice and close all of the clamps. The tsr had the rn down arrow to end therapy and press enter. The tsr assisted the rn with ending therapy and instructed the rn to aseptically disconnect the patient. The rn disconnected the patient and removed the cassette. The tsr instructed the rn to start over with all new supplies. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.